Event description:
It was reported that the patient with this pacemaker presented to the emergency room and described feeling unwell without specific symptoms. Upon device interrogation, the device was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.